Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was without stimulation for over a month (date of event unknown). Reportedly, the ipg would no longer maintain a charge nor communicate with external devices. As a result, surgical intervention was undertaken during which time the original ipg was explanted and replaced with an updated model. The issue is resolved.